Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 07/10/2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed that the keypad is fully intact but the symbols were found to be worn. The up, keypad button was intermittently unresponsive and the other buttons responded appropriately. Evaluation revealed that contamination was found under all key contacts. Unrelated to the complaint, pump booted to the verify screen with dim pink contrast. The pump cover was removed and the old screen was removed and replaced with a new test screen, contrast returned to normal with test screen. A visual inspection of "battery compartment¿ revealed, compartment crack from threads to case seal. Device history record review was conducted on (B)(4) 2013 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.